Manufacturer narrative:
Investigation: a sample was received. It has no packaging flow wrap; it has the plunger rod-rubber stopper, the tip cap and the saline solution. The barrel label confirms the lot#: 7208542. It has a black spot in the luer, one at the bottom of the barrel and in the area where the retaining ring is. These black spots are embedded. Product within specification? Yes? No? DHR/bhr review: there was documentation for the complaint of black spots on barrel, flange and the luer tip for batch 7208542 during this production run. Investigation comments: all our inspections performed while manufacturing this batch were accepted; during the production of this batch, it was noticed black spots. The sample was received. The black spots are embedded. The root cause is the molding process. When the molding press is restarted not enough time was run to clean it. CAPA not required for this event.

Event description:
It was reported that foreign matter was found on the cap and barrel of a bd posiflush¿ normal saline syringe. The product was not used and there was no report of injury or medical interventions.